Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited an unspecified alarm and the screen would go blank. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked plunger case. The event history log was unable to be retrieved due to the constant alarm with no display. Functional testing was able to verify and duplicate the reported problem. It was determined that the reprogramming from base unit (bottom interconnect board) to top unit (main board) was incomplete. The software was uploaded from the base unit to the head unit via the power point process. The service history review identified no indication that the complaint was related to a service of the device within the review period.